Event description:
The customer reported inconsistent alinity I syphilis tp with other platforms and provided the following data: the alinity I syphilis tp result was 0.28 s/co (negative). Platforms / testing methods that generated negative resutls: the mindray result was negative. The elisa result was negative. The trust result was negative. The roche platform was negative. Platforms / testing methods that generated positive resutls: patient previous test at another facility (platform unknown). Tppa result was positive. Wantai elisa result was positive. Abogen colloidal gold result was positive. The customer reported that they are not sure which resutls are correct for the patient. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77505be01. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of the lot 77505be00 which contains the same bulk reagent as the complaint lot 77505be01 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 77505be01 was identified.

Event description:
The customer reported inconsistent alinity I syphilis tp with other platforms and provided the following data: the alinity I syphilis tp result was 0.28 s/co (negative). Platforms / testing methods that generated negative results: the mindray result was negative, the elisa result was negative, the trust result was negative, the roche platform was negative. Platforms / testing methods that generated positive results: patient previous test at another facility (platform unknown) tppa result was positive, wantai elisa result was positive, abogen colloidal gold result was positive. The customer reported that they are not sure which results are correct for the patient. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31 , with 510k/PMA/bla number k153730.